Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no insulin exited the infusion set tubing after filling the tubing with 30 units of insulin. Troubleshooting with tandem technical support indicated no insulin was exiting the cartridge patient line. The customer changed the cartridge and was able to resume insulin delivery. The customer declined to provide blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level.